Event description:
The customer reported to olympus, the gastrointestinal videoscope had issues with air/water nozzle. It is unknown when the issue was identified. There were no reports of patient harm. The device was returned for evaluation. During the device evaluation, the following reportable malfunction was found: foreign matter came out from the nozzle. This medical device report (MDR) is being submitted to capture the reportable malfunction found during evaluation.

Manufacturer narrative:
The device was returned and evaluated, and the customer¿s allegation was confirmed. In addition to the malfunction documented in b5, the additional evaluation findings are as follows: defective air supply, water supply failure at the tip, tip nozzle water drainage failure, insertion part curved tube angle insufficient, insertion part curved rubber adhesive part cloudy, tip object lens adhesive part kiss, operation unit discoloration, abrasion of operation unit switch 4 rubber, insertion section soft tube oredome, cable part universal sarcode connector part side oredomekis and connector part scope connector contact plating peeling. The investigation is ongoing, and a supplemental report will be submitted upon completion of the investigation or if any additional information is provided by the user facility.